Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat mixed urinary incontinence and intrinsic sphincter deficiency and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, vaginal scarring, fistulae, and organ perforation. It was reported that on (B)(6) 2011, the patient underwent mesh removal due to chronic cystitis with mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.